Event description:
When the rn went to assess the pt's IV infusion,she discovered that the IV tubing had fallen apart at the farthest y port. The IV tubing had separated from the PICC line. There was no evidence of trauma to the tubing. It appeared as if the glue did not hold and the tubing fell apart leaving the PICC line open to air and risk of infection. The PICC line now considered contaminated due to the break in the line, therefore, the PICC line was removed. The pt was discharged two days later as scheduled. The IV tubing had been changed approximately 36 hours before the event, and was not due to be changed until next day. No known harm to patient.what was the original intended procedure?IV medication infusion.